Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that there was moisture inside the battery compartment after the patient was swimming for over an hour. The reporter stated that the battery was removed, the compartment was dried out, and a new battery was inserted. She stated that when the new battery was later removed, it was warmer than normal to the touch. The reporter denied any corrosion, and stated there was no harm or injury as a result of the warm battery. The reporter stated that the battery cap had last been changed over a year ago. The user guide instructs the user to change the battery cap every six months, or every three months if frequent water exposure occurs. The reporter also noted that the keypad was torn and there was water behind the display screen. Neither of these two issues is likely to cause an adverse event, as both are generally obvious and detectable by the user. Therefore, the detectable flaw(s) may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the alleged temperature issue.

Manufacturer narrative:
(B)(4): the pump was found to have moisture evident through the display lens. The battery compartment was found to be cracked and the keypad was found to be torn at the ok button. The pump was found to be leaking at the battery compartment. The pump was opened and moisture damage was found inside the pump. The complaint was unable to be investigated due to being damaged beyond investigation.